Manufacturer narrative:
Patient information was not provided. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). This event was initially considered to be non-reportable. However, after additional evaluation, livanova (B)(4) has decided to reclassify this event as reportable. This report is being filed as part of a retrospective review conducted in response to this new decision. (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to confirm the reported issue and determined the failure to be a short circuit in compressor. The unit was returned to livanova (B)(4) for further investigation and repair. During investigation a hole inside the evaporator was identified as root cause of the reported failure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t is tripping the circuit breaker during a procedure. There was no report of patient injury.